Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a peak aortic valve velocity (vmax) of 1.3 m/s with an aortic valve area (ava) of 2.96 was reported. At a follow-up appointment the vmax was 1.5 m/s, a preoperative peak (max pg) of 8.7 and a mean pressure gradient (mpg) of 4.4 was reported. During the current follow-up it was reported the vmax was 3.3 m/x, mpg of 24.4, max pg of 42, and an ava of 2.9 was noted. The valve leaflet was reported to be white and calcified on computed tomography (CT). No other symptoms were present. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.